Event description:
While using the homechoice device for dialysis therapy, a home patient (hp) reported a leak within the transfer set, location unknown. Her treatment was discontinued and the health care professional (hcp) was notified. The hp rec'd a transfer set change. No pt injury reported. The hp was currently receiving antibiotics for an unrelated per the hcp.